Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2316-50e. Serial number: (B)(6). Batch/lot number: 7335080. Model/catalog description: infinion 16 trial lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced severe low back pain at the needle insertion site following a trial procedure. The physician was unable to confirm if the severe low back pain was related to the device or procedure. The patient was administered with pain medication and after two hours without improvement, the physician decided to pull the trial leads. The patient was reportedly transferred to the emergency department. The explanted device components were kept by the medical facility and will not be returned.